Event description:
The site provided the following info regarding the event: the pt was scheduled for a diagnostic heart catheterization for symptoms of unspecified chest pain. During the first injection of the procedure, an alleged air injection of approximately 3ccs was visualized in the aorta under fluoroscopy. No images were taken. The physician immediately looked at the disposables and noted that there was contrast, air, then contrast in the single-pt disposable set (spat). The pt became bradycardic and hypotensive. The pt was treated with increased oxygen, atropine, a nitroglycerin drip, and medications to regulate her blood pressure. The pt remained conscious throughout the study. Once the pt stabilized, the procedure continued with a manifold set-up and the injector was taken out of service. The pt was admitted to the ICU for observation and was released the next day. A CT scan of the head was performed after the procedure and the results were negative.

Manufacturer narrative:
A medrad service engineer performed a system service check of the injector and no problems were found, the product performed according to specification. The disposables that were in use during the procedure were retained by the customer. The site has requested a third party check of the disposables which has not occurred at this time. Medrad has requested to be present during the third-party evaluation and has requested a copy of the report that results from the evaluation. Medrad provided additional applications training to the hospital staff.